Event description:
It was reported the device shuts off intermittently by itself. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the minus battery contact and battery flex were corroded. It was also noted that the upper and lower cases were broken, the battery release was contaminated, both bail covers were broken, the ring cover was contaminated, one case screw was missing, the battery contacts were compressed, the ring was bent, the battery drawer was broken, the keyboard was scratched and the serial number label was damaged. (B)(4).